Manufacturer narrative:
Investigation into this event found that a negative vitros result was obtained for a patient sample drawn from a reactive patient. The patient sample involved in this event is no longer available. A request has been made to obtain an additional sample from this patient for further testing at ortho-clinical diagnostics. The vitros eci analyzer was performing as expected. The root cause of this event unknown.

Event description:
A customer observed a reproducible negatively biased a result for a patient sample using the vitros eci. The patient results were not reported to the clinician. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.